Manufacturer narrative:
Technician stated, he could watch the drift happen. No pt involved. No pt impact. Checked the emergency CPR release connection. Verified it had play between the pedal and the valve stem and could see it actuate when CPR pedal was used. No obvious fluid leaks. Replaced the head up valve on this bed's hydraulic manifold to resolve this issue. Unit is back in service.

Event description:
Complaint alleged that the head section was drifting on the bed.